Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husbands insulin pump had a recurring unexpected restart alarms, insulin pump error alarm and frozen display. The customer¿s blood glucose level was 280 mg/dl. The customer was able to successfully clear and complete insulin pump rewound. Customer stated that they did not received low battery alarm prior to off no power alert. Customer stated that they received unexpected restart alarm after battery change. Customer was unable to clear the insulin pump error. Customer reported that the insulin pump's screen was frozen and time was not advanced. Customer was advised to installed the new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.